Event description:
It was reported the patient did not charge his scs ipg since it was implanted in 2012. A sjm representative was unable to establish communication between ipg and external devices. Subsequently, the ipg was explanted and replaced with another model. Effective therapy was reportedly restored postoperative.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.